Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted for stemi with cardiogenic shock. An ECG exhibited atrial fibrillation at a rate of 100 beats per minute. The device exhibited loss of ventricular capture. The patient deceased due to renal failure and high potassium levels.